Event description:
It was reported that the pt experienced an infection. A "bubble" was also reported at the implantable neurostimulator pocket site. Pt was placed on antibiotics. The pt status was unk. Additional information has been requested from the hcp, but was not available as of the date of this report.